Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 8637-20 found low battery reset, undetermined cause. Analysis found the battery voltage reading, resistance reading of the motor wire feedthroughs, and coil resistance were within specification. Analysis tested hybrid function with the original battery with a static current drain of 3.7 ua while dynamic current drain failed and pump reset. Analysis performed more hybrid testing with a known good battery source, both static and dynamic current drain measured within specification, therefore the hybrid was found to be fully functional with known good battery. Battery resistance was tested and had a passing resistance of 254 ohms. Analysis determined that the reset that occurred in the field and during analysis is consistent with a high resistance battery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider (hcp) via a device manufacturer representative indicated the pump was delivering morphine (30 mg/ml at 0.184 mg/day), bupivacaine (9mg/ml at 0.0553 mg/day), and clonidine (2500 mcg/ml at 15.4 mcg/day). The patient's medical history included type ii diabetes, gerd, panic attacks, neuropathy rle, insomnia, fibromyalgia, lumbar disc disease, s/p laminectomy with rle radiculopathy, a/p cervical laminectomy and fusion, and oa b/l knees, hands, and feet. The patient had experienced withdrawal symptoms. The pump was titrated down by the managing physician per the implanting physician. The logs were checked demonstrating the safe state and battery reset. The logs indicated the pump was in safe state and a 'reset occurred- low battery' message occurred on (B)(6) 2016 at 17:05, on (B)(6) 2016 at 18:06 and 23:07, on (B)(6) 2016 at 09:08, 10:09, 21:10, and 22:11, and on (B)(6) 2016 at 04:12, 04:13, 04:14, 09:15, and 12:16. The pump was replaced as a result. The pump was explanted, the catheter flow was confirmed, and a new pump was implanted. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine, bupivacaine and morphine at an unknown concentration/dose/frequency via an implantable pump for failed back surgery syndrome and spinal pain. It was reported an alarm was heard. It was reported the pump was "alarming about every 4 minutes." The hcp could not identify the sound the pump was making even though he stated he heard the alarm. It was reviewed that the most frequent interval a pump could sound was every 10 minutes. The hcp noted the pump was definitely sounding every 10 minutes. Telemetry had not yet been performed. It was suggested to contact the managing hcp. The managing hcp could not be reached, and the patient reported more pain. This was considered a sudden change in therapy/symptoms. Additional information was received that the patient was at the emergency room (ER) and the pump was in safe state. The reporter was assisted with navigating to the event logs. The logs confirmed a low battery reset occurred. The reporter was to follow-up with the managing hcp regarding the next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.